Event description:
During a procedure, the physician opened the product and noticed that the tip of the product was damaged. When the product was returned to the manufacturer for evaluation, it was returned to the manufacturer for evaluation, it was noticed that the stent on the balloon had moved in a distal direction. The product was not clinically used.

Manufacturer narrative:
It was reported that the physician opened the product and noticed that the tip of the product was damaged. The product was not used. No additional information was provided. The product was returned for analysis. The stent was moved on the balloon in the distal direction. No other anomalies were observed on the returned sds. Microscopic examination revealed clear stent marks on the balloon material indicating that the stent was crimped on the balloon properly. Review of hte manufacturing records revealed no complaint related anomalies. All crimped stents are checked at visual aspects and position during the manufacturing process and before being packed. The exact cause of the stent movement on the balloon could not conclusively be determined.